Event description:
The lay user/ patient contacted lifescan on oct 2, 2007 and alleged that the cap on his ultra soft lancing device was broken. The medical affairs specialist (mas) called and spoke with the pt on oct 3, 2007 and obtained additional information. The pt reported that the alleged issue first occurred on four days earlier, in the morning. He informed the mas that he tests his blood glucose three times a week and performs the tests twice a day on those days. The last time he was able to test his blood glucose prior to the reported issue was on one day earlier, at night with a result of 178 mg/dl. He was asymptomatic at that time. The pt takes metformin and glyburide oral medications twice a day. When inquired as to why he had attempted to test on the next day (since he does not usually test on saturdays), the pt responded by saying that he had noticed that something had dropped on his lancing device that was on the kitchen counter and wanted to make sure it was still working. This is when he noticed that the cap on his lancing device was broken. The pt informed the mas that later in the evening on the same day, he started experiencing symptoms of blurry vision and had numbness in his feet. He also mentioned that if he experiences any symptoms, he immediately has to test his blood glucose per his doctor. Therefore, he attempted to test at this time; however, due to the alleged issue, he was not able to puncture his finger and perform a blood test. He stated that he had the symptoms all weekend and went to the emergency room on one day prior to original day, and was tested there on the ER meter with a results of 246 mg/dl. He was not administered any treatment and was "just monitored" until his blood glucose went down. This complaint is being reported because the pt alleged he experienced symptoms of high blood glucose after the reported issue began. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject device for evaluation, but has not yet received it. If the device is returned, lifescan will evaluate it and, if the device does not pass inspection, lifescan will inform FDA of the results in a supplemental report.